Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Contact reported customer's blood glucose (bg) level was 341 mg/dl. At the time of the report, the alarm was unable to be cleared, and contact stated that the customer was unable to address elevated bg levels. Multiple attempts were made to follow up with the contact on the reported issue; however no response from the contact was received.